Event description:
It was reported that there was a line block alarm experienced by a patient when an infusion set was used. There was no patient harm occurred during the event.

Manufacturer narrative:
The suspect product was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was performed using hydrostatic pressure pump and it was noted that the product had an occlusion. Upon closer inspection under magnification, a solvent membrane was observed in the tubing right before the buckle component. The allegation made by the complainant was confirmed. The probable root cause of the event was due to excess solvent application during assembly.